Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. DHR review results: released quantity was 164,400. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 1029961 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that the needle failed to retract on the bd intregra¿ syringe with detachable needle. The following information was provided by the initial reporter: "the plunger was pushed to engage needle to retract but instead of retracting, the entire needle and green hub came off."